Manufacturer narrative:
Complaint conclusion: as reported, the stent on a 5mm x 150mm 120cm smart flex vascular stent system could not be released. The procedure was completed by using another product. There were no reports of patient injury. The device was stored and prepped in accordance with the instructions for use (IFU). There were no damages found on the device packaging prior to opening. The vessel characteristics at the target site included no calcification, no tortuosity, and 40% stenosis. There were no damages or anomalies noted to the device or packaging prior to use in the patient. The sds was not advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. No excess force was applied during the deployment of the stent. No part of the stent had been prematurely deployed, and no attempt was made to re-capture the stent. The device was attempted to be deployed outside of the body. The device was returned for evaluation. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and laid flat on a tray for product evaluation. Upon thorough inspection, it was observed that the stent was partially deployed, and the plastic nut of the hemostasis valve was fully locked. Additionally, a severe kink was noticed approximately 118 cm from the distal tip. The outer sheath showed a separation approximately 129 cm from the distal tip. No other significant details were observed on the returned device. Functional testing was not performed due to the separated and kinked condition of the outer sheath. The separation area was evaluated with a vision system, revealing elongations on the edge of the separated material. These elongations are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was subjected to a tensile force that exceeded the material¿s yield strength prior to the separation. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was confirmed as the device was received with the stent partially deployed. A separation of the outer sheath was noted, and a kink was observed approximately 118 cm from the distal tip. However, the exact cause of the reported event remains undetermined. Functional analysis could not be performed due to the kinked and separated condition of the device, which prevented the inner shaft from moving freely to simulate deployment. The device analysis concluded that the delivery system was subjected to forces exceeding its material yield strength prior to the observed separation of the outer sheath and kinking suggesting difficulties were encountered. Elongations were evident on the edges of the separated outer sheath, indicating material tensile overload. Based on the available information, it is likely that handling, vessel characteristics, and procedural factors contributed to the events reported by the customer, as evidenced by the analysis findings. According to the instructions for use, which is not intended as a mitigation, ¿prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the stent on a 5mm x 150mm 120cm smart flex vascular stent system could not be released. The procedure was completed by using another product. There were no reports of patient injury. The device was stored and prepped in accordance with the instructions for use (IFU). There were no damages found on the device packaging prior to opening. The vessel characteristics at the target site included no calcification, no tortuosity, and 40% stenosis. There were no damages or anomalies noted to the device or packaging prior to use in the patient. The sds was not advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. No excess force was applied during the deployment of the stent. No part of the stent had been prematurely deployed, and no attempt was made to re-capture the stent. The device was attempted to be deployed outside of the body. The device will be returned for evaluation. Addendum: per pe findings, the stent was found partially deployed.